Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and successfully reset pump with assistance, and no additional information was received regarding further outcomes.